Manufacturer narrative:
The reported events of premature discharge of battery, failure to interrogate and no rf telemetry were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case allowing fluid ingress to internal electronics.

Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that the pacemaker could not be interrogated via radiofrequency telemetry (rf). Multiple programmers were used but failed to interrogate the pacemaker. A magnet was then used and indicated the pacemaker was at end of life (eol). The patient was pending explant. The patient was stable.

Event description:
New information received notes the pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.